Event description:
The endoscopy support specialist (ess) was informed by the nurse at the user facility that a clip was found in the channel of the evis exera iii gastrointestinal videoscope during reprocessing. The nurse reported there was no clip used during the most recent case. Additionally the history of the past nine cases with the scope showed no documentation indicating that any clip was used. The ess was also informed the customer will be sending the scope in for repair. The ess is scheduled to visit the user facility for an in-service in reprocessing at a later date. No patient death, injury or infection was reported.

Manufacturer narrative:
On december 17, 2021, the ess visited the user facility to perform in-service in reprocessing and observe the staff's reprocessing and handling. The ess noted the staff has good adherence to the instructions for use (IFU). One of the 4 technicians completed all reprocessing steps, however, brushing was done out of order. The facility uses hedgehog brushes and a custom ultrasonics flushing sink as well as the medivators advantage automated endoscope preprocessor (aer) machine. The staff was instructed to practice proper order of brushing the channels, otherwise the facility is properly adhered to the IFU. To date, no device was returned for repair. A review of the scope's repair history showed the scope was last serviced via repair on august 28, 2018 for a scope communication error; the scope was noted to have failed the leak test with fluid invasion inside the control body. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the event was potentially caused by: since the jaw of the clip opened during clip collection, it stuck in ch tube including k-mount and could not be discharged by brushing. Non-olympus brush was used at the user facility, and the brush was not the right size to diameter of the channel. Therefore, discharging the clip was difficult. Staff at the user facility was insufficiently trained on device handling in accordance with IFU and reprocessing. Per the instructions for use: if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. Chapter 3 preparation, inspection and operation clipping tissue when aspirating body fluid via the endoscope, be careful not to aspirate a clip or clip connector which has been dropped inside the body cavity, as this could clog up the suction channel or cause the clip/clip connector to be stuck in the suction valve and disable the endoscope¿s suction function. If a clip or clip connector is accidentally aspirated into the endoscope, follow the procedure given in ¿removal of an aspirated clip or clip connector¿ on page 41. Do not remove an unsheathed open clip through the endoscope working channel, otherwise endoscope working channel damage may result. 3.8 inspection of the endoscopic system: inspection of the instrument channel 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Olympus will continue to monitor field performance for this device.